Event description:
This is a one-day-old child, who had profound respiratory failure from meconium aspiration and most recently identified group b strep sepsis. She failed conventional ventilation, high-frequency ventilation and nitrous oxide. Rptr was asked to put her on ECMO. The child was prepped and draped in standard fashion. An incision was made in the lowest flexion crease in the neck over the internal jugular vein. The vein was dissected free, a proximal tie was placed and distal control was established. A venotomy was made and a #12 french double-lumen vv ECMO cannula was inserted into the superior vena cava and then tied in place. The child was placed on ECMO. The child then had an x-ray which confirmed the vv cannula was in good position. The flow was very slowly increased over a period of 15 minutes, but rptr could not exceed 220 cc of flow per minute which was not enough to oxygenate this baby. The x-ray demonstrated a small kink in the catheter. The neck was reopened, the ties were identified. There was a longitudinal kink in the catheter, like a groove. By replacing the ties rptr could not get the catheter to pop out. The decision was made to replace it with a new one. It was withdrawn. A new catheter was passed down the vena cava but would not pass more than 4 cm, which was not sufficient to get the last venous drainage hole inside the vein. Multiple attempts were made to pass this catheter in a physiologic manner. The vein separated with resultant hemorrhage. Approx 20-30 minutes were used to attempt to get vascular control failed to pass a #12 french standard venous catheter. A #10 french catheter also failed to pass beyond 4 cm. The child continued to hemorrhage and despite replacement, she went on to arrest and the procedure was terminated. The wound was closed in layers using fine nylon.